Manufacturer narrative:
Not returned.

Event description:
Plaintiff was implanted with t-sling 5194001400 lot 0962 on (B)(6) 2011 alleges mesh erosion re-hospitalization for additional surgery and mesh removal occurred on (B)(6) 2011.